Event description:
It was reported that during implantation of the lead, after 3 repositions, the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis of (B) (4) showed that the helix/lobe was distorted/bent.